Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review on transcripts revealed that the implantable cardiac monitor was under-sensing. No intervention was performed at the time. Physician decided to monitor the patient.

Event description:
New information noted programming changes were made to resolve the issue.